Manufacturer narrative:
No further information was provided for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tina-quant c-reactive protein IV (crp4) on a cobas 6000 c (501) module. The initial result was 71.9 mg/l. The sample was repeated from the primary tube with a result of 244 mg/l. The sample was repeated from a cup with a result of 253 mg/l. It is not known if the questionable result was reported outside of the laboratory. The c501 module serial number was (B)(4) .